Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rees1267 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported ¿the grey tip on the introducer curled up split so it could not be advance it even after a dermatotomy.¿ add info rcvd 10/06/2020: new kit opened to use new components to facilitate successful placement. No, no apparent harm observed. What they¿re being treated for: sepsis.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath is confirmed; however, the exact cause is unknown. One photograph of a 4.5 fr microintroducer was returned for evaluation. An initial visual observation of the returned photograph showed an assembled microintroducer in a plastic bag. Blood could be seen on the distal tip of the dilator, and the dilator was observed to be attached to the orange t-handle. The distal tip of the introducer sheath was observed to be damaged with one edge flaring outward. While the root cause of the damage observed on the introducer sheath in the returned photograph is unknown, possible causes include damage during handling or use.

Event description:
It was reported ¿the grey tip on the introducer curled up split so it could not be advance it even after a dermatotomy.¿ add info rcvd 10/06/2020: new kit opened to use new components to facilitate successful placement. No, no apparent harm observed. What they¿re being treated for: sepsis. Additional information received via medwatch report: during placement of powerpicc solo catheter, resistance was felt with the introducer when removed, the introducer tip was found to have split and curled back creating obstruction. No portion appeared to be missing. A new PICC kit was opened and placement was completed without further incident.